Event description:
During a routine device exchange, an increase in capture threshold and diaphragmatic stimulation were noted on the left ventricular (lv) lead once the new device was implanted. The lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of extra cardiac stimulation and inadequate capture were not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find anomalies with the exception of procedural damage.